Event description:
It was found during a pm that the 9600 system would not take film shots. System displayed "saturation fault" error when shots taken in the film mode. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the battery charger and a skin spacer. The system was tested and found to be working as intended and placed back into service.